Manufacturer narrative:
A ge representative evaluated the system and replaced two circuit boards and reloaded software. The system operates as intended.

Event description:
The customer reported that the system locked up. There is no report of injury or death associated with the event described in this complaint.